Event description:
It was reported that the IV set/20drop/r/1cq/std/90cm experienced leakage prior to use. The following information was provided by the initial reporter: before use, when priming with saline, leakage occurred. No information on the site of leakage was provided.

Manufacturer narrative:
H.6. Investigation: when the actual product received was checked, the bottle needle was broken as suggested. No evidence of manufacturing defects such as abnormal dimensions or uneven thickness was found on the damaged part (cross section). Whitening was observed at the tip due to excessive load applied in the bending direction of this product. The cause of this event could not be identified because no abnormalities were found in the actual product at the time of manufacture from DHR, but whitening was observed, so excessive bending load was applied to the tip. It is presumed that it was damaged because of this. When handling bottle needles, please be careful not to apply excessive bending force by pulling straight and vertically with the infusion container port facing upward. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). OEM manufacture: (B)(4)..

Event description:
It was reported that the IV set/20drop/r/1cq/std/90cm experienced leakage prior to use. The following information was provided by the initial reporter: before use, when priming with saline, leakage occurred. No information on the site of leakage was provided.